Manufacturer narrative:
Article citation: adaya rosenthal, adi goldbart nahmias, lior heller, eran hadad, silicone lymphadenopathy following augmentation mammoplasty with silicone implants, aesthetic surgery journal, volume 44, issue 11, november 2024, pages 1167¿1175, https://doi.org/10.1093/asj/sjae113. Additional contributing authors: dr. Adaya rosenthal dr. Lior heller dr. Eran hadad all doctors are from: department of plastic surgery shamir assaf harofeh medical center zerifin, israel the events of granuloma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii/IV, granuloma, silicone migration.

Event description:
Healthcare professional via literature article titled "silicone lymphadenopathy following augmentation mammoplasty with silicone implants" reported silicone lymphadenopathy (siliconoma), clinical lymphadenopathy, migration of silicone particles from implants into the axillary lymph nodes confirmed by ultrasound, rupture, during surgery implants exhibiting a tear in the shell, capsular contracture baker grade iii/IV, pain, prophylactic (due to implant age), aesthetic concern. This record relates to 203 allergan breast implants and 2 mcghan allergan breast implants. The devices have been explanted. Affected side is unknown.